Manufacturer narrative:
The reference (B)(4), has been allocated to this case. The event description provided states that post-operatively the patient presented with a refractive error of -11.0 d. The patient underwent an additional surgical procedure during which the lens was explanted and exchanged. The healthcare facility confirms that six days post lens exchange, the patient's visual outcome has resolved and is now as expected. There are many factors which may influence a refractive outcome and the fact that there are a percentage of patients presenting with similar outcomes one day post-operatively suggests a common factor beyond the lens type implanted. With emv there can be neuro-adaptation issues between eyes depending on which eye has been established as the dominant and the difference between the dominant and non-dominant eye. The healthcare facility has declined to provide further information in this case and the device subject to this report has not been returned to rayner. In the absence of evidence and any additional information being provided it is not possible to establish the root cause of the post-operative refractive error; however, as identified above there may be a contributory use factor.

Event description:
On 30th november 2023, rayner received notification from its polish affiliate company of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient presented with a refractive error of -11.0 d necessitating secondary surgery.